Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement procedure, part of the stent allegedly broke off when deploying. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, part of the stent allegedly broke off when deploying. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: sample was not available, a photo with low quality was provided and strut perforation was confirmed. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. During image evaluation it was confirmed that a stent graft strut was perforating the distal outer sheath of the delivery system. This issue may be associated with challenging placement site leading to increased friction and subsequent damage of the outer sheath. Insufficient flushing of the device prior to use may be a contributing factor to increased friction; using an inappropriate accessories may be another contributing factor. In this case, limited information was provided in regards to patient anatomy, and procedural details. As a result of the investigation performed the complaint is confirmed for strut perforation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. The instructions for use states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Furthermore, the instructions for use states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment.' Under materials required the instructions for use states 'introducer sheath with appropriate inner diameter' and the packaging labels state a minimum introducer size of 10f. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.